Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Lead damage was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.